Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the electrodes have been detached with jagged edges on the top remaining electrode legs. There is also discoloration on the adhesive and scuff marks on the spacer. There are scratch marks on the exposed shaft near the tip of the wand. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and registered an e-7 error. The error was by-passed and the wand was activated in saline solution at the default and max settings on the controller and plasma was created on the remaining electrode legs. The suction line was tested and performed as intended. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. Other factors that could have led to tip detachment includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that approximately 2 hours into a hip arthroscopy utilizing an ambient super multivac, the tip of the electrode fell off from the wand into the joint. Post-op x-ray revealed that the broken tip remained in situ. The surgery was completed with another ambient super multivac after a 30 minute delay. No patient injury or other complications were reported.